Event description:
Same case as MDR ID: 2134265-2013-08641. It was reported that a stent damage occurred. The chronic total occlusion, heavily stenosed target lesion was located in the heavily calcified mid superficial femoral artery (sfa). To open up the sfa, they used a series of wires and then the doctor did a laser atherectomy. He then post dilated it with a 5 x 100 sterling balloon catheter. At that point, there was a minor dissection and stenting was determined to be needed. A 6x100x120 epic vascular stent delivery system was selected to be deployed. During deployment, when about half way through, there was an accordion/crimpy effect at the most stenosed area, at least 25 cm. The doctor went back with the 5 x 100 sterling balloon catheter and tried to pull it proximally to straighten the stent out. He decided to use a 6 x 4 mustang balloon catheter using the same technique and tried to pull it proximally. A 6 x 150 non bsc stent was used to cover the device. He post dilated it with the 5 x 100 sterling balloon catheter and the 6 x 4 mustang balloon catheter that he used earlier. Good collateral flow to the popliteal and tibial arteries and good flow to the feet was noted and the case was ended. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).